Event description:
The customer stated a false negative architect (B)(6) quantitative result was generated for sid (B)(4) and provided the following data: on (B)(6) 2012, reagent lot 10580lf00, (B)(6) s/co, reactive. Repeat testing, (B)(6) s/co, repeat reactive. Repeat testing on (B)(6) 2012, reagent lot 12226lf00, different architect, result = (B)(6) s/co, reactive. (B)(6) testing, on (B)(6) 2012, reagent lot 08522lf00: 0.00 iu/ml, not reactive, architect (B)(4) repeat (B)(6) testing, on (B)(6) 2012, reagent lot 10580lf00, (B)(6) iu/ml, architect (B)(4) core: (B)(6) s/co, reactive. Ausab: (B)(6) miu/ml, not reactive. The sample was neutralized in confirmatory testing. The customer also stated 14 false (B)(6) were generated which generated negative results upon retest. There was no adverse impact to patient management, as the false positive results were not reported to the medical provider.

Manufacturer narrative:
The request for the discrepant patient sample was performed via (B)(4), however, the sample was not received for evaluation, therefore, clinical sensitivity testing was performed using commercially available seroconversion panels which demonstrated acceptable performance for 6c36-39, lot 08522lf00. Clinical specificity testing also showed acceptable performance and there was no malfunction of list number 6c36-39, lot 08522lf00 per package insert instructions. Review of complaint trending determined no atypical complaint activity was observed for this reagent lot. Reagent release testing for this lot for sale revealed all values were within specifications, and no anomalies were observed. Review of the architect hbsag qualitative ii package insert determined the insert contains adequate information regarding handling of repeatedly (B)(6) specimens using a neutralizing assay (e.g., architect hbsag qualitative ii confirmatory) before disclosing (B)(6) status to the patient. Additionally, the architect hbsag (ln 6c36-39) package insert contains information related to sample handling issues which may impact (B)(6) results and is likely to be the cause of the initial discrepant (B)(6) result observed by the customer. The package insert also states when architect hbsag qualitative ii results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. The evaluation of the customer issue concluded reagent 6c36-39 lot 08522lf00 is performing acceptably. The product evaluation determined no product deficiency was identified and no additional issues were identified during the investigation of this complaint.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer returned patient sample sid (B)(6) for evaluation by abbott. The customer's observation of (B)(6) architect hbsag was not reproduced, as a (B)(6) result of (B)(6) was generated in the evaluation testing. It is likely the customer generated a (B)(6) result for sid (B)(6) due to sample handling.